Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with pocket, pectoral muscle and nerve stimulation in certain positional changes. The right ventricular (rv) his-bundle lead was deemed to have too high of pacing thresholds in bipolar configuration. Reprogramming of the rv his-bundle lead was attempted with no success. The rv his-bundle lead remains in use. No decision has been made, patient is being seen and options are being considered. No further patient complications have been reported as a result of this event.